Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were crossing. A new device was used and the same event occurred. Finally a third device was pulled and used to complete the procedure without any patient impact.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.